Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported experiencing elevated blood glucose level of 500 mg/dl since one week; took correction via infusion device but was not successful. Patient reported then taking correction via pen. Patient reported no health concerns but felt sick. Patient reported she thinks the infusion device delivers too low insulin. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the technical investigation. History list: nothing unusual was found in the device history that could have contributed to the problem mentioned by the customer. All programmed bolis and basal rates were successfully delivered by the pump. The problem mentioned by the customer could not be reproduced.